Event description:
Pt admitted for revision of a right knee replacement related to mechanical complications. A gramstain done on surgically obtained tissue was falsely positive due to the broth used. The tsb broth used to grind tissue had non-viable gram positive cocci in pairs and chains. No signs of inflammation at surgical site or pathology specimen. Cultures all negative. Pt placed on long term antibiotic therapy with vancomycin and cefepine. Broth sterility test 25/35 c no growth, gram stain positive for pairs and chains. MFR of broth contacted about elevated level of nonviable bacteria.